Event description:
The customer reports that the inner cuff comes out too easily, during pt ventilation. The customer confirmed that extubation and recannulation of a replacement tube was required.

Manufacturer narrative:
The caller indicated that the sample associated to this report is expected to be returned to the mfg site for analysis but has yet to be rec'd. If the sample is rec'd and if significant info is identified from the sample analysis, a summary will be provided in a supplemental report.